Manufacturer narrative:
Unit passed the self-test. Unit received with cracked reservoir tube lip, cracked keypad overlay at the center button, missing retainer ring, missing reservoir tube o-ring, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the ring around the reservoir compartment was fallen off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.